Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records provided were limited. It was reported that the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007--patient was diagnosed with rectal prolapse and underwent a transabdominal rectopexy with implant of a bard/davol composix mesh. On (B)(6) 2007 - patient was admitted to the hospital with a diagnosis of postoperative wound infection. Patient was treated for wound care and initiation of a wound-vac. It was reported the patient experienced infection and pain.